Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in low blood glucose levels. The caller alleged that the device delivered more insulin than expected and he had a hypoglycemic event. The patient lost consciousness and was transported to the hospital by his mother. The blood glucose results and treatment provided by the hospital were unknown. It is also unknown how long the patient was hospitalized.